Event description:
It was reported that q-syte ext set, luer-lok 6 in std bore cracked and leaked. The following information was provided by the initial reporter: q syte tubing that cracked in our medical department. This is not the first time this has happened. The line broke when fluid was flowing through at 4ml/sec.

Manufacturer narrative:
H6: investigation summary: a complaint of damaged tubing was received from the customer. A photo and sample were provided to aid in the investigation of this defect. During inspection of the photo and sample, damage was observed on the silicone material. A device history record review was completed by our quality engineer team for provided lot number 0027184. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. The root cause for this damage is using the set at pressures that exceed the pressure limit stated in the instructions. H3 other text : see h10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that q-syte ext set, luer-lok 6 in std bore cracked and leaked. The following information was provided by the initial reporter: q syte tubing that cracked in our medical department. This is not the first time this has happened. The line broke when fluid was flowing through at 4ml/sec.